Manufacturer narrative:
H10: the device, used in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The distance above the wave spring and down to the plunger holder was measured around the circumference of the snap lock. This is not within the specification for this dimension and therefore the part does not conform to its design specifications. The malfunction is likely due to supplier / raw material fault.

Event description:
It was reported that, during a tka surgery, the handpiece calibrated and homed properly. When the surgeon went to burr the distal femur, it was noticed that the drill was coming unlocked perpetually. The surgeon held the drill in place with his thumb as he burred. The speed control did not seem to have as much of an issue. It was also noticed on disassembly that the drill got stuck in the snaplock a bit, but it locked and unlocked when clicked: it seemed to be only slightly looser than average. The surgery was completed with this device and was not delayed. The patient was not harmed. The results of investigation show that the snaplock was not within specifications.